Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a ureteroscopy involving an olympus single use laser fiber, the laser fiber was clamped to the patient's drape and broke. The laser fiber was fired and patient's drape caught fire starting a small fire. The procedure was completed with a similar device. There were no reports of patient or user harm.